Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was impacted (284 mg/dl). It was indicated that after the first occlusion alarm the customer changed out the tubing, then after the second occlusion alarm, the site was changed. Reportedly, the customer changed the site 4 times, but the occlusion persisted. The customer took boluses via the pump and indicated that a manual injection would be delivered to address blood glucose level. During troubleshooting with tandem technical support, a system check was performed and the cartridge was found to be a possible cause of the alarm.